Event description:
It was reported that during pre-surgery testing, it was observed that the lid for the handpiece/modular device would not engage the motor. As a result, the device could not switch positions and use. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the rotary lever will not rotate past the locked position and the device failed the air leakage test. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.